Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record and UDI number are in-progress. All information reasonably known as of 18-nov-2025 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/ reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.

Event description:
It was reported "the tube is unobstructed but there is resistance. When nasogastric feeding is flushed, the tube wall at the nose patch suddenly bulges like a balloon. Patient receiving long-term nasogastric nutrition and a long-term indwelling nasogastric feeding tube. The original nasogastric tube was replaced upon expiration on (B)(6) 2025 and was used for 15-days until (B)(6) 2025. After administering medication in the afternoon, resistance to the tube lumen was suspected during the nasogastric feeding procedure. A 20ml syringe was used to flush the tube. When applying warm water with slight pressure, the tube wall at the nose patch suddenly bulged, resembling a balloon. The doctor was informed and the tube was removed and replaced. No adverse effects were reported to the patient" the process to replace the tube "went smoothly, and an x-ray has been taken to confirm that the tube is in place." There was no reported injury.

Manufacturer narrative:
The device history record for the reported lot number, 30352793, in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. All information reasonably known as of 12-feb-2026 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.